Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal pulmonary vein isolation ablation procedure using a polarsheath they found blood leaking out of the handle. Once the sheath was in the left atrium and the dilator had been removed they saw blood was leaking out of the value and from the space where the end cap meets the handle. They exchanged the sheath, however, this second sheath also encountered the same issue. Once the second sheath had been inserted into the left atrium and the dilator had been removed blood started to drip between the end cap and the valve of the handle. They then replaced the sheath a second time and were able to complete the procedure without patient complications. It was reported the patient was stable throughout and after the procedure. Both sheaths are expected to be returned for analysis. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.

Event description:
It was reported that during a paroxysmal pulmonary vein isolation ablation procedure using a polarsheath they found blood leaking out of the handle. Once the sheath was in the left atrium and the dilator had been removed they saw blood was leaking out of the value and from the space where the end cap meets the handle. They exchanged the sheath, however, this second sheath also encountered the same issue. Once the second sheath had been inserted into the left atrium and the dilator had been removed blood started to drip between the end cap and the valve of the handle. They then replaced the sheath a second time and were able to complete the procedure without patient complications. It was reported the patient was stable throughout and after the procedure. Both sheaths are expected to be returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device was returned to boston scientific for analysis. No visible damage were noted on the device. The device did not pass any of the standard testing methods, which includes pressure decay, aspiration, and hemostasis valve test methods. There were no obvious tears/punctures appearing on the outer slit of the hemostatic valve that could have contributed to the reported observation. Analysis found that the allegation was confirmed yet a probable cause was not established due to a tear not being present yet the device failing critical testing relative to complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.